Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The customer reported that the exeter plug was broken into pieces. The plug was believed to have broken during insertion into femoral canal. Minor delay to surgery of a few minutes.